Event description:
Product analysis on the generator was completed and approved on 11/23/2015. An end-of-service warning message was verified in the pa lab and found to be associated with the output being disabled by the pulse generator. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant. Other than the noted event (pulsedisabled), there were no additional performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that the vns patient was experiencing an increase in seizures in (B)(6) 2014. The physician subsequently increased the patient¿s device duty cycle from 44% to 49% which slightly decreased the patient¿s seizure frequency. The patient averaged 30-40 seizures per month. The patient¿s device was recently tested and diagnostic results showed normal device function and an ifi condition.

Event description:
The patient had a generator replacement on (B)(6) 2015 due to battery depletion / end of service. Generator was received for analysis on 10/28/2015. Product analysis is currently underway but has not been completed to date.